Event description:
Customer reported the accutorr plus monitor had a smoke coming out from the unit. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's power supply. Unit was calibrated and safety tested to factory's specifications.